Event description:
It was reported the delta p, internal membrane pressure, went from a reading 20 upon support, to 105 one hour later, indicating a possible clot was forming in the membrane. The hls disposable was replaced and the pt remained on support without further issue. (B)(4).